Event description:
It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter translated from japanese to english: it was reported that blood leakage occurred during use due to deformed gasket.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample and photos received for investigation. Through visual inspection, poorly assembled stopper is observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. The air valves will be changed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leakage occurred during use due to deformed gasket.